Event description:
It was reported a hemostatic valve could not be tightened. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) double curve and a watchman laa closure device & delivery system (wds) were used. During the procedure the hemostatic valve could not be tightened, and when it was fitted with the 8f sheath, it kept bleeding outward. The procedure was completed successfully, and the closure device was implanted in the laa of the patient. There were no complications to the patient.

Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) was returned for analysis. The device was visually and microscopically examined. Visual inspection found sheath kinks 5cm and 51cm proximal of the tip. Microscopic inspection found no damage or defect. Borescope inspection was also completed. The borescope was inserted with the valve closed and a complete seal was observed. Product analysis could not confirm the reported event as the valve closed with a complete seal.

Event description:
It was reported a hemostatic valve could not be tightened. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) double curve and a watchman laa closure device & delivery system (wds) were used. During the procedure the hemostatic valve could not be tightened, and when it was fitted with the 8f sheath, it kept bleeding outward. The procedure was completed successfully, and the closure device was implanted in the laa of the patient. There were no complications to the patient and the patient was discharged home.